Event description:
Caller reported a malfunction on the pump with code malf 0. There was no reported impact to the customer¿s blood glucose level. Customer technical support provided pump reset information and assisted in resetting the pump, after which the malfunction code did not recur. Customer was instructed to continue using the pump and call back if any issues reoccurred, and they acknowledged these instructions.